Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n 314.050 lot 1l85848) was received showing a portion of the distal hex tip sheared/broken off, the broken off fragment(s) was not returned. The remaining portion of the distal hex tip was twisted in the direction of resistance from screw removal. No other issues were identified. Dimensional inspection: result: the inner cannulation diameter is under specification due to the warpage of the edges on the remaining distal tip from the fracture and deformation. Accurate dimensional inspection of distal tip outer diameter could not be conducted due to post manufacturing deformation (twisted). Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the cannulated 4.0mm hexagonal screwdriver (p/n 314.050 lot 1l85848) as a portion of the distal hex tip was sheared/broken off, the broken off fragment(s) was not returned. The remaining portion of the distal hex tip was twisted in the direction of resistance from removal. While no definitive root cause could be determined, it is possible that the device encountered unintended forces/excessive torque during device use, leading to the twisting and breakage of the distal tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 314.050. Lot: 1l85848. Manufacturing site: hägendorf. Release to warehouse date: 18 oct 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation : synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the cannulated 4.0 mm hexagonal screwdriver arrived in sterile processing with the tip stripped off. The tip of the cannulated screw driver has been completely stripped off where it meets the shaft of the screw driver. The potion that engages the screw is gone. There is no patient involvement. This is report 1 for 1 (B)(4).